Manufacturer narrative:
Model #, and initial reporter also sent report to FDA are unknown. Operator of device: patient/consumer. No product was returned; thus, the failure mode reported cannot be investigated and a root cause cannot be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided.

Event description:
It was reported that the pump or cartridge smelled like the medicine and leakage was noted. The pump was switched out and a new cartridge was started; the patient noticed not getting the medicine as side effects were almost instantly experienced. No patient injury was reported.